Event description:
During follow-up for an unrelated alarm, the patient indicated she had peritonitis. Follow-up information obtained is as follows: the cause of the peritonitis is unknown and the patient has recovered from the peritonitis. The patient is currently on hemodialysis. The nurse declined to provide any additional information regarding the peritonitis, only indicating that the date of diagnosis was (B)(6) 2010 and that the patient's transfer set was replaced after the diagnosis. No further information will be provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. Two lead extensions were added and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10a20038 and h10c03048), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.